Event description:
Customer reported intermittent problems booting up the sys. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys, and is troubleshooting, but has not yet reported eval results.